Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used unit. Upon inspection of the device, it was observed that media was present at the base of the winged adapter. This is not an expected occurrence in a properly functioning device and indicated that leakage had occurred. The reported defect was confirmed. Microscopic inspection and dissection of the unit was performed. It was found that the base of the canister was damaged and the primary septum was not positioned correctly creating a flow path for media and allowing leakage to occur. Based on the location of the damage, the defect can be linked to the manufacturing process. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: back of the needle housing leaked body fluids during a patient procedure resulting in replacing it with a new needle into the same patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: back of the needle housing leaked body fluids during a patient procedure resulting in replacing it with a new needle into the same patient.